Event description:
Additional information was received for this case. The patient has not had any further intervention. The type IV endoleak has resolved without further intervention.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak) - lack of information (cause of event is unknown). Evaluation, conclusions: lack of information (cause of event is unknown.)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was not reported. It was reported that the final angiogram revealed an endoleak coming form the area of just below the left lowest renal. The unknown endoleak was a late filling blush. The patient was given 11,000 units of heparin and the physician believes that the unknown endoleak will resolve when the heparin wears off. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.